Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 24-feb-2022, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant ionized calcium results of 1.59 & 2022 on a patient. There was no additional patient information. Return product is available for investigation. Method :I-stat , date :(B)(6)2022 10:19 , tested result : 1.59 mmol/l , and sample : a wb. Method :I-stat ,date :(B)(6)2022 11:53 , tested result : 2.22 mmol/l , and sample : b wb. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 01-apr-2022. Through investigation of a previous customer complaint (incident: 877194), a deficiency for elevated rate of unexpected (high) ica results when testing with cartridges from cg8+ lot w21198 was identified. This issue is under investigation under quality records (qrs) 775835 and 796335.